Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The issue was noted upon review of surgical notes in the linked complaint (B)(4). Operative notes : "during impaction of the cemented unicompartmental knee tibial component, a longitudinal split was noted, rendering the tibial plateau unstable. At this point, the partial knee was aborted because of the instability of the medial plateau. The components were removed and the incision was extended medially and laterally." The surgeon elected to use a total knee to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay a correction and additional information. (B)(4). Additional information: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.